Manufacturer narrative:
Cec adjudicated the event as barc type 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted in the lad. Approx 21 days post index procedure, the patient presented with blood per rectum. The patient was on dapt 24 hours prior to the event. The investigator assessed the event as not related to the device but possibly related to anti-platelet medication. The patient recovered.